Event description:
The report states the pt was revised to address slight poly wear of the insert, infection, synovitis, and loosening of the tibial tray at the cement/implant interface.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.